Event description:
It was reported that the surgeon decided to explant the patient's device due to a placement issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.